Event description:
A doctor allegedly tripped over a bed extender attached to a bed. The doctor allegedly sustained injuries to his knee as a result of the alleged incident. An unknown surgical procedure was allegedly performed to address the alleged knee injuries.